Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1.2 failed to open and error message displayed device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 was failed and not detected on bus. A field service engineer performed an inspection and found that drawer 1.2 in the main station was not detected on the bus, and none of the cubies inside the drawer were being recognized. The issue was resolved by reseating the row board cable at the back of the drawer. The screws in the hard stop and the scanner holder were tightened. After these adjustments, the issue was resolved and the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.